Event description:
It was reported that an end of service/end of life message displayed. Two leads were implanted. On one side a pulse width could not be found. The other side was able to be programmed but only 1 active group showed up. The patient did not have control of parameters and was locked in at 3.5v. The neurostimulator was interrogated more than once during the session, which wiped out the initial data. The patient received stimulation after placement. The lead impedance measurement was around 2,000ohms. The voltage would not show on the printout. An explant surgery has been scheduled. The device was returned to the manufacturer.

Manufacturer narrative:
Final device analysis revealed no anomalies found for the neurostimulator. The neurostimulator was functioning okay. The device was reaching end of service/end of life which could have contributed to the event. Both setscrew grommets were partially loose. Foreign material was found in the connector ports and under the connector cover. The insulation coating was scratched. The battery was expanded. A good stable output was observed on each electrode pair. A know good lead was able to be inserted into the connector ports without any difficulty.